Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the procedure was completed, the tech followed standard steps to deploy the angio-seal device. When the closure device was retracted to set the anchor, the anchor did not appose to the arteriotomy wall and the device came out of the body without setting the anchor which prevented the device from being deployed. Staff then held pressure manually. The blood loss was less than 250cc. The patient was reported to be in stable condition and the procedure was completed. Additional information was received on may 06, 2019. The procedure being performed prior to use of the angio-seal was a left heart catheterization. A 6fr procedural sheath was used. A pre-deployment angiogram was performed.